Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that an unspecified error message appeared on the heartstart mrx at start up. There was no reported pt impact.